Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that insulin pump was exposed to moisture. It was reported that as a result, display screen went blank. Caller was advised that to have someone who is authorized on account to call in order to troubleshoot as customer was away at school with pump.